Event description:
He took 32 units of "longterm n" insulin and ate breakfast. His morning test at 7:30am was 149mg/dl. He took 7 units of humalog after eating breakfast. He reports that 90 mins later testing 566mg/dl and retesting within a min with a result of 97mg/dl. No adverse event reported. No treatment received. No qcs were used. Requested return of suspect device and replacement was sent.